Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump may be delivering too much insulin. Customer's blood glucose was 246 mg/dl. During troubleshooting, it was found that about 10 u to 20 u were unaccounted for. Customer was advised that insulin pump was function as designed with no alarms and was able to prime and rewind with no problems. Customer was advised to fill reservoir and to monitor insulin pump.